Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective power board electronics. Investigations performed on similar cases proves that the power board is causing this failure.

Manufacturer narrative:
H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator shutdown while on a patient. Patient was removed from the vent, but there was no patient harm associated with this event.